Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed as it was not reproduced. However, the evaluation did find the following non-reportable malfunctions: insufficient air feeding due to defective 1st regulator unit, bottom plate and outer frame were rusty, and the front panel had scratches and bumping signs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the whole panel on the high flow insufflation unit goes black after selecting the mode. It was reported the patient was not under anesthesia, therefore, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to failure of the pressure sensor (cr) board and a defective primary regulator unit. Olympus will continue to monitor field performance for this device.